Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on october 30, 2023. During the procedure, the device was difficult to remove and could not be deflated. The balloon had to be removed together with the endoscope. The procedure was completed with another cre pro gi wireguided dilatation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated and deflated without problems, and it was able to hold the pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event balloon failure to deflate was not confirmed. The results of the analysis carried out indicate that the balloon can be inflated and deflated without problems. The balloon was in good condition, and there is no evidence of damage that could be associated with the reported event. Perhaps the technique used, or patient's anatomical conditions could have contributed to the problem, however, there is not enough objective evidence to determine that it happens due to a device problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2023. During the procedure, the device was difficult to remove and could not be deflated. The balloon had to be removed together with the endoscope. The procedure was completed with another cre pro gi wireguided dilatation. There were no patient complications reported as a result of this event.